Event description:
It was reported that during preventive maintenance, the device was found in need of repair. There was no patient involvement. During investigation it was found that the device had inconsistent speed. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: france. Review of the most recent repair record determined the screws, reciprocating arm, and bearings were worn, the machined head and pin were damaged, the ball plunger and hinge gasket were missing, the motor speeds were unstable, and the device was out of calibration. The screws, reciprocating arm, bearings, machined head, pin, ball plunger, lever, hinge gasket, motor, and sleeve were replaced and resolved the reported issue. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.